Event description:
The event is reported as: during a nephrectomy, the clip became stuck on the artery. Additional info has been requested, but not received yet. No reported pt injury.

Manufacturer narrative:
Sample has been requested, but was not received in time for this report. Investigation is ongoing. A follow-up report will be sent when investigation is completed.